Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that her nipple pain progressed to the point where she had to see a healthcare provider and was prescribed a steroid cream. She indicated that she was using a symphony rental pump and the engorgement and pain were now resolved. The device was returned with the customer's parts and accessories and was evaluated on 09/11/2018. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) that she had been using a symphony rental pump up until a few days prior, when she had started to use her pump in style breast pump, which she alleged caused her to become engorged because it was not emptying her breasts. She additionally alleged that she was experiencing pain and blisters on her nipples and she needed a pump strong enough to empty her breasts. Her lactation consultant instructed her to use/rent a symphony rental pump. The customer indicated that she wanted to return the pump in style pump to her insurance company.